Event description:
It was reported that the patient's implantable cardiac monitor (icm) was failed to be interrogate with two different merlin programmer. No programming changes were made. The patient status was unknown.